Manufacturer narrative:
Analysis of the log files from the AED is ongoing and the cause of the complaint is not known. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service.

Event description:
A customer reported that their AED battery was depleted. They reported that this did not occur during patient use.